Manufacturer narrative:
Since this device is not a repairable item, the device was disposed by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported by the biomedical engineer metal chips came out of the device in the operative field during a procedure conducted at the healthcare facility. It was reported the procedure was completed successfully and there were no complications during the procedure. It was also reported that there was no impact on the patient, surgical delay, medical intervention or adverse consequences with this event.

Event description:
It was reported by the biomedical engineer metal chips came out of the device in the operative field during a procedure conducted at the healthcare facility. It was reported the procedure was completed successfully and there were no complications during the procedure. It was also reported that there was no impact on the patient, surgical delay, medical intervention or adverse consequences with this event.